Manufacturer narrative:
(B)(4)

Event description:
The patient presented for follow up after experiencing a vibratory alert. Upon interrogation, threshold and sensing parameters were noted to be altered compared to implant, and ventricular interferences were found. The patient experienced syncope and underwent lead revision where it was found the lead migrated from implant position and a pericardial effusion was present. The lead was explanted and replace and the patient was stable and recovering in the hospital.

Manufacturer narrative:
Evaluation summary: upon analysis, the helix mechanism test could not be performed due to the stretched/damaged helix which is consistent with explant procedure. Unacceptable threshold and undersensing could not be confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed and test results were within specification. X-ray revealed the helix was stretched/damaged consistent with explant procedure and the inner coil inside the connector region was normal. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.